Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that after sending imaging acquisition system (ias) images from the ias to navigation system, video output to boom, which connects to an external monitor, it was interrupted. The external monitor lost video and it only flashed briefly during the call, but returned to lost connection. The manufacturer representative (rep) had not moved system or touched cable. The cable was seated properly. The rep asked about changing the refresh rate to get the video back, but the case was continuing so they were unable to open the software to do so at the time of call. Delay information was not provided. No patient complications have been reported as a result of this event. Additional information was received. It was reported that after further troubleshooting with another navigation system, both systems were intermittently displaying on the external monitor which was connected from the external monitor hub to the high-definition multimedia interface (hdmi) port on the navigation system. Technical services (ts) informed the rep that the navigation system monitors are not compatible with 4k, which the rep reported was the external monitor display. Ts informed the rep that the cable will need to be plugged into a different output on the hub, not the 4k port.